Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the adhesive on the bending section rubber was chipped and the bending section rubber had slack. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the chip or the slack of the bending section rubber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.